Event description:
Note: this report pertains to the third of three devices used during the same procedure. Refer to associated MFR report #3005099803-2008-00216 for the event details.

Manufacturer narrative:
The lot number is unk; therefore, the MFR date is unk. The complainant indicated that the device will not be returned for evaluation. A device analysis cannot not be performed; therefore, the relationship between the device and the reported event is undetermined. The december 2007 15-month spyglass direct visualization probe product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.